Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing, interrupting insulin delivery. Customer¿s blood glucose (bg) level was 564 mg/dl with high ketones. Ketone levels were identified as life threatening by health care provider. The elevated bg was addressed by a correction bolus via the pump and manual insulin therapy. Customer went to the emergency room and was subsequently admitted to the intensive care unit customer. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged from the hospital the following day on (B)(6) 2023 with the issue resolved and no permanent damage.